Event description:
It was reported that a spectrum iq pump failed the flow rate test. This occurred during preventative maintenance testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported ¿failed flow rate test" was not reproduced. The device was tested for flow rate accuracy and delivered within specification. The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The cause was not determined and no correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information/correction b5: it was further reported that the flow rate test was set for a volume to be infused of 20ml at a rate of 40ml/hr and the amount showed infused on the pump was 20ml but when checked the amounts were 21.22ml and 21.09 ml (over delivery less than 10%). An overinfusion less than or equal to 10% is unlikely to cause or contribute to a serious harm, death, or serious injury. Should additional relevant information become available, a supplemental report will be submitted.